Event description:
It was reported that the patient was having symptoms of a gastrointestinal infection with skin lesions and an urinary tract infection. The patient was admitted on (B)(6) 2023 for elevated lactic acid. The patient passed away on (B)(6) 2023 due to sepsis. The outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, "introduction", lists infection, sepsis, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management", also lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.